Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient tubing. The customer's blood glucose was 360-361 mg/dl. The customer primed the air bubbles successfully from the line.